Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's mother reported via phone call that the reservoir did not lock in insulin pump and buttons are unresponsive, sticking, delayed. The customer's blood glucose value was unknown. The customer stated that the insulin pump had no delivery alarms, rewind was slower. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Device received with all buttons responding properly. No damage on keypad assembly. No unlocked j2/lcd keypad connector. Device passed the displacement test, rewind, basic occlusion, occlusion, prime/a33 and excessive no delivery test. No excessive no delivery/occlusion alarm noted. No unexpected rewind anomalies noted. Device passed self test. Device received with cracked reservoir tube lip. The test infusion set and reservoir does lock into place. (B)(4).